Event description:
It was reported that during a prolapse and hemorrhoids operation, while trying to remove the instrument, it was stuck and there was bleeding. After removing the device, it was noticed that the stapler had cut but not stapled. Sutured all the way around. During this, missformed staples were noticed. There was a complete donut. The operation was extended 45 minutes and the patient lost about 200ml of blood. The patient had urinary retention post-operatively. A bladder catheter was inserted and the patient remained for a few days and has a scheduled follow-up appointment with the doctor.